Event description:
Healthcare professional reported left side "visible deformity", "any creases".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings during analysis. Visibility/palpability: unable to observe as it is a medical event not related to the device. Drainage: unable to observe as it is a medical event not related to the device. Lump/nodule: unable to observe as it is a medical event not related to the device. Calcification: white calcification observed in the surface of the shell. Pain: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Crease/folding of implant: no observed creases on the device. Additional observations: yellow particles observed in the surface of the shell. Observed deformation on the device. Observed wear abrasion on the device.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: no observed openings in the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Drainage: unable to confirm as it is a medical event not related to the device. Lump/nodule: unable to confirm as it is a medical event not related to the device. Calcification: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Cyst: unable to confirm as it is a medical event not related to the device. Seroma: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The events of "seroma-late" and "drainage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "perimplant fluid"; "filmy drainage" found at device explant.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported a left side "deformity on the lateral portion of breast," "filmy drainage" and "slimy film across the implant," "a 5mm nodular density," "calcifications in both breasts," "left lateral breast pain," "periimplant fluid," "intracapsular rupture," "burning irritation left-sided breast," and "concern regarding implant recall." Healthcare professional also reported "tiny cyst in left breast," which is not device related. Device has been explanted and replaced.